Event description:
It was reported by service report that the rubber is falling off one of the wheels which could effect performance of the brakes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the stretcher was not rolling smoothly. This was likely due to the rubber peeling off one caster. This could not be confirmed, as the unit was unable to be located by the user facility for evaluation. The issue was resolved for the customer by informing the customer to contact stryker when the unit is located.

Event description:
It was reported by service report that the rubber is falling off one of the wheels which could effect performance of the brakes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.